Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) levels and went to the ER; cause was unknown. Customer's bg level ranged between 500-550 mg/dl and was addressed by receiving insulin and fluids. Reportedly, the customer's bg level went down to 280-300 mg/dl upon leaving the ER.